Event description:
The advocate stated that her husband received a blood glucose reading of 580 mg/dl from his contour and a reading of 260mg/dl from another meter. The difference between the readings falls in the "c" zone of the consensus error grid, making the difference clinically significant. No adverse event was alleged. The customer's test strips were returned for evaluation. Replacement test strips and meter were sent to the customer.